Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the 4 way valve was not shifting. Additional malfunctions are the hour meter was noisy and tie wrap was broken.